Event description:
The customer reported the lift column is inoperable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply. System operates as intended. (B) (4).